Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's new pacemaker was not functioning properly; it frequently turned itself off. As a result, the patient had to visit the doctor several times to have the pacemaker reactivated. The doctor was unable to explain why the pacemaker kept turning off. After the last visit to the doctor, it turned off again after two days. The environmental/external/patient factors that may have led or contributed to the issue were noted as "poor or non-compliance by the patient". Immediate contact was made with the physician in order to obtain further background information. A follow-up appointment involving the physician, the patient, and a manufacturer representative (rep) would take place within the next week. The issue was not resolved at the time of this report. Additional information was received from the manufacturer representative (rep). The rep reported that the issue has not yet been resolved, and the cause remained unclear. The physician was contacted first, followed by the patient, in order to obtain additional information. An in-person appointment with the patient and the treating physician was necessary. The physician and the patient have been informed, and the rep was currently awaiting proposed appointment dates from the physician.